Manufacturer narrative:
The customer's reported complaint that the autopulse platform (sn: (B)(6) stopped three times, displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and (ua) 12 (lifeband not present) error messages was confirmed during the review of the archive data but not during functional testing. The reported complaint was not reproduced at zoll service depot, and the autopulse platform functioned as intended. The likely root cause for the reported complaint was either due to the patient or the platform being out of position, placed on an uneven surface, or the patient not properly centered or aligned on the platform. A visual inspection revealed several issues unrelated to the reported complaint. The bottom enclosure had multiple cracks in the screw well area, and the front enclosure had multiple cracks in the front end area. The observed physical damages appeared to be characteristic of harsh impacts, attributed to user mishandling. The bottom and front enclosures were replaced to address the observed physical damages. Based on the archive data, the platform had five sessions with 886 compressions before stopping due to (ua) 07 recorded on the event date, confirming the customer complaint. The user attempted to clear the advisory by recycling power, but the (ua) 07 persists due to the patient being positioned or having shifted during compression. The load sensing system detected a weight/load imbalance between the two load cells. In addition, multiple (ua) 12 errors occurred on the event date, confirming the reported complaint. All error messages were cleared by the customer, and they were not reproduced during the functional testing. The user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (07) occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (07) is an indication that the patient is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Per the autopulse hangtag - advisory codes description and action, user advisory 12 indicates that autopulse has detected that the lifeband is not correctly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion.   The autopulse platform passed the initial functional testing without errors or faults. A load cell characterization test confirmed that both cell modules function within the specification. The lifeband clip detect switch inspection procedure was performed, ensuring the switch lever is parallel to the switch case and the screws holding the switch are torqued to specification. In addition, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The patient, a 56-year-old male with a body weight of 260 pounds, experienced a presumed cardiac arrest in a residential setting. The significant other saw the cardiac arrest happen and immediately started bystander CPR. Within 10 minutes of arrival, the first responder also administered manual CPR. Return of spontaneous circulation (rosc) was achieved multiple times during the event, but the patient would gain and lose pulses multiple times. The autopulse platform sn (B)(6) was utilized for compressions but stopped three times, displaying user advisory (ua) 07 and (ua) 12 error messages. The machine was eventually abandoned. Manual CPR was continued for the duration of the call and during transport, totaling a minimum of 30 minutes. The patient was pronounced dead by the ER doctor, and the cause of death was presumed to be cardiac. However, it is noted that the autopulse platform created significant delays in continuous CPR, which may have contributed to an increase in mortality.